Event description:
The procedure was performed and the pt was discharged with instructions to return the receiver in two days. The receiver was returned and when it was downloaded the study was unreadable. There was no harm to the patient.